Event description:
The lead was attempted to be revised, however, due to patient anatomy the revision was not completed and the lead remains inactive. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, but the electrical values abnormalities are consistent with the confirmed dislodgement.

Event description:
Related manufacture reference: 2017865-2014-16408. During follow-up, an increased threshold and decreased impedance was observed on the left ventricular channel. Diagnostic imaging confirmed lead dislodgement. The lead was deactivated and the patient was in stable condition.